Manufacturer narrative:
The insulin pump was received with moisture damage found on the keypad traces however; all of the buttons are functioning properly. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the buttons of the insulin pump. Customer states that their blood glucose reading was unknown.